Manufacturer narrative:
Age at the time of event: 18 years or older. Returned product consisted of an angiojet® solent¿ omni catheter. The pump, shaft, and tip were microscopically examined and functional testing was performed. Inspection revealed numerous kinks in the distal shaft and broken hypotube at 18cm and 70 cm from the distal tip of the device. Functional testing was performed by placing the device in the console. Functional testing found that the device would not work, and gave an error. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-jan-2017. It was reported there was an error during priming. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. During preparation, the catheter gave an error during priming. The catheter had to be reset multiple times in order for it to work. The procedure was completed with the reported catheter. There were no patient complications reported. However, device analysis revealed a broken hypotube.